Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found,visual summary analysis of the lead indicated damage at implant,visual summary analysis of the lead indicated stretching.

Event description:
It was reported that during implant the lead could not get a proper grip and dislodged. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.